Manufacturer narrative:
G4: product identifier is unknown, hence 510k# is not available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from consumer, manufacturer representative regarding an event happened during post-op of the reported implants. It was reported that, patient was allergic to nickel and experiencing symptoms. Revision surgery was planned. No further complications reported. Procedure/technique performed was transforaminal lumbar interbody fusion (tlif) at the levels l1-l3. Initial surgery was performed in the apr 2007. No further complications reported patient appeared for existing l2 fracture, status post l1-l3 fusion with instrumentation, presented for revision surgery. The revision surgery was performed for re-exploration of the l2 fracture, t12-l3 fusion extension, repair of tongue laceration, revision of the instrumentation due to hardware loosening. The products were explanted during revision surgery and sent to lab for forensic analysis, it was discovered that there was corrosion and bending of rods. It was stated that, in 2022 patient developed metallosis and adverse local tissue reactions (altr) through heavy metal urine tests and MRI imaging. Patient had serious soft tissue issues throughout his body and last week it was told that he will need all the teeth removed to damage attributed to heavy metal poisoning and have severe periodontal disease along with temporo-mandibular joint.